Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2094923. Medical device expiration date: 31-mar-2027. Device manufacture date: 04-apr-2022. Medical device lot #: 2153548. Medical device expiration date: 31-may-2027. Device manufacture date: 02-jun-2022.

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: needle won¿t let fluid pass through.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: needle won¿t let fluid pass through.